Event description:
The customer received a questionable iron gen. 2 result on their integra 400 analyzer. The patient's initial iron result was 39.81 umol/l accompanied by a data flag and was reported outside the laboratory. The patient did not believe the result and requested it be repeated. On (B)(6) 2011, the repeat result was 11.92 umol/l. There were no adverse events. The iron reagent lot number was 646804 and the expiration date was (B)(6) 2012. On (B)(6) 2011, the field service representative changed the probes. On (B)(6) 2011, he changed the o-rings and dosage pipette tips and performed a pipetting accuracy test.

Manufacturer narrative:
No root cause could be determined. Additional information was not provided for further investigation. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).